Event description:
Note: this report pertains to one of three complaints that occurred in the same patient. The three complaints are addressed in MFR report # 3005099803-2010-02582, 3005099803-2010-02583 and 3005099803-2010-02584. It was reported to boston scientific corporation through a retrospective review study that three ultraflex esophageal partially-covered stents were placed in the distal esophagus of a (B) (6) female. According to the complainant, the patient underwent a right pneumonectomy due to tuberculosis on (B) (6) 2004. Three years post pneumonectomy and perforation, the patient presented with a chronic esophageal leak without sepsis due to an eso-cutaneous fistula. Two ultraflex stents (the subject of MFR report # 3005099803-2010-02582 and 3005099803-2010-02583) were placed to seal the perforation and to aid in the healing of the perforation on (B) (6), 2007. A third ultraflex stent (the subject of MFR report # 3005099803-2010-02584) was implanted on (B) (6) 2007 to better seal the leak. After placement of third stent the patient experienced dyspnea due to tracheal compression from the three stents. The dyspnea was resolved by the immediate removal of all three stents. The esophageal leak had not yet fully healed. The patient underwent gastrostomy and received total parenteral nutrition (tpn) at home. The patient¿s condition was reported to be fair.

Manufacturer narrative:
Device reported as ultraflex esophageal partly covered stent (length (full, body) 15 cm. Diameter (flange/body) 18/23 mm. (B) (4) (medical intervention required). (B) (4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Disposed